Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus reviewed the following literature titled "outcomes in retrograde intrarenal surgery: a three year retrospective study". Background: retrograde intrarenal surgery (rirs) has become an established minimally invasive treatment for renal calculi. However, stone burden, location, and density may significantly influence outcomes. This study evaluated the efficacy, safety, and predictors of stone-free status following rirs in a large tertiary-care cohort. Method(s): a retrospective analysis was performed on 350 patients who underwent rirs for renal calculi at gauhati medical college and hospital between 2022 and 2025. Demographic, radiological, and perioperative variables were analyzed. Stone size, location, multiplicity, and hounsfield unit (hu) density were assessed as predictors of outcome. Stone-free status was defined as complete clearance or residual fragments <3 mm on follow-up imaging. Multivariate logistic regression was used to identify independent predictors of stone-free rate (sfr) and complications. Result(s): the mean patient age was 49.8 +/- 15.2 years, and the mean stone size was 14.2 +/- 6.3 mm. The overall sfr was 83.4%. Sfr declined significantly with increasing stone size: 95.5% for stones <10 mm, 82.2% for 10-20 mm, and 65.0% for >20 mm stones (p < 0.001). Lower-pole stones demonstrated inferior clearance (71.7%) compared with non-lower pole stones (p=0.03). On multivariate analysis, stone size >20 mm (or 0.34, p < 0.01), multiple stones (or 0.60, p=0.02), lower-pole location (or 0.59, p=0.03), and higher stone density (or 0.91 per 100 hu increase, p=0.004) independently predicted lower stone-free rates. Mean operative time increased with stone size (p < 0.001). Perioperative complications occurred in 12% of patients, with major complications in less than 1%. Conclusion(s): rirs is a safe and effective modality for renal stone management, achieving high stone-free rates with minimal morbidity. Stone size, density, multiplicity, and lower-pole location are key determinants of surgical success and should be considered during preoperative planning and patient counseling. "" type of adverse events/number of patients transient fever, mild hematuria, flank pain requiring oral analgesics 24 patients urinary tract infection requiring antibiotics, prolonged fever 14 patients endoscopic intervention under anesthesia 1 patient sepsis requiring ICU care 1 patient there was no malfunction of the device was reported in the literature context.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the author. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.